Event description:
It was reported that the patient presented in clinic due to a hematoma erosion and wound dehiscence on the pacemaker. The physician elected to clean the pocket and leave the pacemaker implanted. The patient was in stable condition.